Event description:
Two threaded 1.6mm ss guide wires broke off at the thread base inside patient's humerus during implantation of a single cannulated screw for treatment of a humeral epicondyle fracture. The first breakage was inexplicable, the second breakage occurred when a second wire was passing nearby the first retained wire fragment. Excessive manipulation of wire trajectory was not observed.